Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one used sample of drain was received for investigation. Length of fluted area of drain sample received found shorter (750 mm) than the specification (1115 ± 15 mm). Surface of the drain was found smooth. Details of surgery unknown. Further investigation could not be performed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an open left femur fusion surgery on (B)(6) 2021 and a drain was used. In the ward/ICU, it was hard to remove the drain. There was resistance when removing the drain, but it was pulled strongly. Although the drain could be removed, damage occurred. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. - were there any anomalies with the drain: appearance, damage, leakage, or function during to use? No further information is available. - was the drain removed completely from the patient? No further information is available. - if no, ¿ were any pieces left inside the patient? ¿ was the patient taken back to the operating room to remove the broken drain surgically? - was a new drain placed surgically during a second procedure? No further information is available. - device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Procedure date] unknown - (B)(6) 2021. [Event date] unknown -(B)(6) 2021. [Procedure name] unknown - open left femur fusion surgery, wound closure there was resistance when removing the drain, but it was pulled strongly. Although the drain could be removed, damage was verified. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.